Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a slightly loose drive support disk. The device was able to pass the basic occlusion, displacement and motor tests. A cracked case and scratched lcd window noted.

Event description:
It was reported that the insulin pump stopped delivering insulin and alarmed motor error. The blood glucose reading is 303 mg/dl. Customer treated with insulin pump. Customer stated that the drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.